Event description:
The customer reported the single-use fiber was not read by the laser unit. The radio-frequency identification (rfid) marker was not recognized when the fiber was brought in proximity with the socket and the slot on the laser unit did not open to allow the user to connect the fiber. The subject device was sent to olympus for evaluation. During inspection, the distal tip of the fiber was found to be broken off. This report is being submitted for the malfunction found during evaluation (broken fiber). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection, the distal tip of the fiber was found to be broken off at the start of the fiber coating. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause of the fiber tip break is due to mis-handling of this device during the return of this laser fiber. The tip break was not noted at the customer location and the device was shipped multiple times and may have been shipped without the protective tubing. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.